Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4).the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The signals in the run data file indicate that platelets did not begin exiting the lrs chamber until approximately 30 minutes into the run, rather than at approximately 12 minutes as expected. It is possible that this delay in platelets exiting the chamber could have disrupted the steady state of the system and contributed to the higher than expected wbc content in the platelet product reported for this collection. Based on the available information, it cannot be ruled out that there was an air block or occlusion in the platelet line. I also possible that these results could be donor related.